Event description:
Healthcare professional reported, a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, cracked valve seat diaphragm valve. Additional observations: observed, creases on the device. White particles observed, inside the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d2, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.